Manufacturer narrative:
Internal complaint reference (B)(4). Keen, j. S., desai, p. P., smith, c. S., & suk, m. (2012). Efficacy of hydrosurgical debridement and nanocrystalline silver dressings for infection prevention in type ii and iii open injuries. International wound journal, 9(1), 7-13. Doi: 10.1111/j.1742-481x.2011.00822.x.

Event description:
On the literature article named "efficacy of hydrosurgical debridement and nanocrystalline silver dressings for infection prevention in type ii and iii open injuries", the authors of the study reported that, during surgical wound treatment with acticoat, one patient developed a mrsa infection at the surgical site 2 weeks after the surgery. The patient underwent four d & I¿s interventions, and negative-pressure therapy on a subsequent admission, followed by 4 weeks of organism-specific parenteral antibiotic treatment. Patient outcome is resolved since the injury was reported as healed.

Manufacturer narrative:
The complaint was received as a result of issues being identified in a literature article, in that one patient being treated with an unknown acticoat device developed mrsa infection. As no specific product details or batch/lot numbers have been available to the investigation, no device history review was possible. A complaint history review was performed for the product family and event description, there have been no further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A risk management review concluded that there is insufficient information within the complaint description and further information included in this complaint to provide a causal link between events and the product therefore no update to the risk files is warranted. Users of the device are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings and wound suitability. This investigation has now been closed. No corrective or further actions by smith and nephew are deemed necessary at this stage. Smith and nephew acknowledge customer concern and are grateful for all feedback on our products, as this information is extremely valuable to us, as we are continually investigating ways to develop and improve the full range of products that we provide. We will continue to monitor for any adverse trends relating to all product ranges. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the complaint was received as a result of issues being identified in a literature article. Due to this, no specific product details or batch/lot numbers have been available to the investigation. As a result of this, no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The medical review could not establish a link between the product and harm within this complaint and therefore additional rmr is not required. Users of the device are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. Smith and nephew acknowledge customer concern and are grateful for all feedback on our products, as this information is extremely valuable to us, as we are continually investigating ways to develop and improve the full range of products that we provide. We will continue to monitor for any adverse trends relating to all product ranges.